Event description:
It was reported that the atrial lead exhibited unacceptable thresholds. After several failed attempts to reposition, the lead was explanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Dried body fluids in the inner insulation and helix housing prevented helix retraction and led to over torque. The caused the inner coil to collapse and damaged the inner insulation, consequently, the lead coils were short circuited. The helix could be fully extended and retracted on a short length of lead. (B)(4).